Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture and the patient was shocked for oversensing. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.